Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. However, the investigation was limited as the patient sample material was not available for further testing due to restrictions related to the covid-19 pandemic. False reactive results may occur with this assay, as noted in the corresponding method sheet. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas e411 disk. The reported results were approximately 150 cutoff index (coi). According to the customer, other hiv tests performed on the same sample yielded non-reactive results. No confirmatory testing was conducted due to the reactive hiv combi pt result.